Manufacturer narrative:
The investigation of the reported event has been completed. According to the information provided, there was a short interruption in the fresh gas flow and it returned to normal without any interaction with the user. No further information was provided and no further problems have been reported after the reported event. The evaluation of the provided logs shows the reported high pressure alarms did not occur in the afgo ventilation mode (additional fresh gas outlet) during the specified period. The logs shows a successful system checkout prior to and after the event and there is no indication of a technical malfunction in the system at the time of the event. The root cause of the reported issue has not been established.

Event description:
Manufacturer´s ref: # (B)(4).

Event description:
It was reported that while the anesthesia workstation was used during treatment in afgo (additional fresh gas outlet) mode, an alarm for airway pressure high was generated. Manufacturer's reference #: (B)(4).